Event description:
When device was pulled from pt it was twisted and could not be place around the uterus.

Manufacturer narrative:
There have been registered any non-conformances regarding that kind of problem. Loop is transported in a "close position". It is impossible that shape of the loop would be deformed during transportation. That kind of situation could happen if someone would try to "correct"/change the rhomboidal shape of the loop, however, it shouldn't take place. There is no steps during production process where shape of the loop could be deformed.